Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the right atrial (ra) and right ventricular (rv) setscrews were unintentionally backed out of the implantable cardioverter defibrillator (ICD) grommet. The setscrews were wiggled back through the grommet using the wrench and the ra lead was connected to the ICD with measurements within the normal limits. However, when the physician screwed in the rv lead, one "click" of the wrench was heard, but the wrench continued to rotate without hearing additional clicks. The rv lead was unscrewed, and it was suspected that the setscrew may have been secured at a slight angle or that the setscrew threads were damaged/stripped. The physician struggled to reengage the setscrew with the wrench and decided to remove the grommet for the rv port. Once the setscrew was reengaged at the appropriate angle, the physician opted to remove the ICD, and a new ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.